Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction errors occurred during bolus delivery and pumping stopped until pump was reset. There was no reported adverse impact. No additional specific information was provided and customer declined follow up from tandem technical support.